Event description:
It was reported that the device was explanted due to a "possible malfunction". The device was not pacing and there was sensing difficulty. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.